Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittent occlusion alarms occurred. The customer's blood glucose level read "high" , a specific value was not provided, with moderate ketones, which were not identified as dangerous. Elevated blood glucose was addressed with a manual dose injection. The customer changed supplies and resumed insulin therapy.